Manufacturer narrative:
The pipeline device was not returned as it was implanted in the patient; therefore, product analysis of the pipeline device was not able to be performed. Based on the reported information, there is no evidence suggesting that the pipeline device was defective, but rather a post procedure and patient condition related event. Hemodynamic changes caused by the flow diverter may have caused and contributed to the post procedure events. However, the exact cause remains unknown. Hemorrhage and neurological deterioration are known inherent risks of endovascular procedure and they are documented in the pipeline instruction for use (IFU). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that 15 hours post the uneventful pipeline embolization procedure, the patient experienced a hemorrhage in the distal m3 (outside the aneurysm with ped placement). Per the treating physician, the hemorrhage might have been caused by the hyperperfusion as the ped is in the m1. Additional medical intervention was not required. The vessel diameter was medium, and the anatomy was moderate in tortuosity. The patient was treated for an 18 mm unruptured aneurysm. Ancillary device - navien5fr, marksman